Event description:
Pt was implanted with an unk number of uss screws and rods approx ten (10) years ago. Pt came to facility for x-rays so the surgeon could verify full fusion. Surgeon observed that while there was full fusion, two of the 6 mm uss screws located at the bottom of the construct in l2 had broken. Surgeon removed the two (2) broken screws. This is one of two reports for this event.

Manufacturer narrative:
Implanted approx 10 years ago. Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusions could be drawn as no product was returned.